Event description:
Hcp reported pt had experienced increase "leg jumpiness" beginning 2002 that continued and worsened along with neck pain, numbness/tingling in hands, fever of 100.5 which fluctuated. Legs remained stiff and then feet hot and weak. Skin felt hot around pump incision and there was reported to be a little swelling but nothing new since insertion. Pt returned for follow-up in 2002-had a swelling at lumbar incision site-egg sized. Spasms/spasticity continued to be as bad as before implant of the pump. Plan to re explore catheter and lumbar area. In 2002 catheter replaced-monitoring progress.